Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure took place on (B)(6) 2011, during which 3 promus stents were deployed successfully. A 2.5x15 mm promus stent was placed in the left anterior descending artery. A 2.5x12 mm promus stent and a 2.25x14 mm promus stents were placed in the obtuse marginal of the circumflex. On (B)(6) 2013, the patient is reported to have experienced a myocardial infarction and was rehospitalized. Percutaneous coronary intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.